Manufacturer narrative:
Extension: model 7482a, serial # unk, implanted: 2009 (B)(6), explanted: unk. Lead: model 3389s, lot # unk, implanted: 2009 (B)(6), explanted: unk.

Event description:
It was reported that a loss of efficacy with return of symptoms (seizures, locking up). These symptoms which included "seizure like movements, leg movements-bangs on the bed, clenching on items in hand" occurred following a fall. The details of the fall were unknown. Three falls were known of. The patient had had multiple CT scans in the past few months. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information from the patient's health care provider (hcp) showed the seizure-like symptoms were not device-related, but medication related. The patient's medication was adjusted, and all seizures/locking-up episodes stopped. The device was interrogated, and everything was in working order. The patient was "doing well with the therapy."